Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one single use instrument. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
According to the reporter, during a low anterior resection procedure, the surgeon tried to fire the device but the handle was locked and he could not squeeze it. The case was completed using another device. There was no impact or injury to the patient.